Event description:
It was reported by the company representative that the caregiver was drying resident in alenti after bath and applying clothing. The caregiver was behind lift on left side. Alenti tipped over and fell but not on resident, resident fell on floor and landed on her knees and rolled to left side. Resident was leaning forward against arm, caregiver thought resident was trying to have a bowel movement. There was only one caregiver in room during the incident. When incident occurred caregiver alerted colleagues they arrived to assist. Staff were unsure if seat belt was used. Ref MFR# 3007420694-2014-00022.